Manufacturer narrative:
The service tech examined the cot and discovered that the customer had allowed the restraint straps to become intertwined under the mattress. The service tech moved the straps and did not find any other issue with the cot.

Event description:
It was reported in a service report, a cot dropped. Emt allegedly sustained a shoulder strain. No pt was onboard.